Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin would not flow through the bd ultra fine¿ pen needle while priming it during use, but setting it to "4 units" of insulin for priming "sometimes" worked. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: consumer reported pen needle does not work. Nothing comes out during the flow check, sometimes she sets up 4 units of insulin to do the priming, sometimes it works out. She uses insulin twice a day. She has been using the insulin for ten years.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 16 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that insulin would not flow through the bd ultra fine¿ pen needle while priming it during use, but setting it to "4 units" of insulin for priming "sometimes" worked. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: consumer reported pen needle does not work. Nothing comes out during the flow check, sometimes she sets up 4 units of insulin to do the priming , sometimes it works out. She uses insulin twice a day. She has been using the insulin for ten years.